Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx retrieval balloon was used during a lithotomy procedure performed on (B)(6), 2010 (patient age, gender, and exact weight are unknown). According to the complainant, during the procedure, the physician noticed the balloon had ruptured in the common bile duct. No pieces of the balloon detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient is over 18 years old. Investigation results: the suspect complaint device was returned for evaluation and was confirmed to be from lot number 13391231. Visual analysis of the returned complaint device confirmed that the balloon had burst. There was no damage noted to the catheter of the device. A review of the complaint database concluded there were no previous complaints reported for this lot. The most probable root cause of balloon burst/rupture is operational context; this failure occurs when procedural factors encountered limit the performance of the balloon (e.g. The balloon comes in contact with sharp exterior sources).

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx retrieval balloon was used during a lithotomy procedure performed on (B)(6), 2010 (patient age, gender, and exact weight are unknown). According to the complainant, during the procedure, the physician noticed the balloon had ruptured in the common bile duct. No pieces of the balloon detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.